Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient expected that while the device would restore rigidity when activated, the penis in its resting state would remain reasonably natural in appearance and feel. Unfortunately, this has not been their experience. The presence of visible irregularities, protrusions, asymmetry, and what appears to be an unnatural contour in the flaccid state creates a persistent reminder of the implant. Rather than feeling restored, patient frequently finds themselves feeling altered. Unlike concerns that arise only during intimacy, this issue is present throughout daily life. It affects personal comfort, body image, self-confidence, and the way they perceive themselves physically.